Manufacturer narrative:
The field service engineer determined the ise dilution vessel needed cleaning. The customer performed maintenance on the analyzer, including cleaning the ise dilution vessel and nozzles. The customer performed routine ise checks and there were no errors. The customer ran calibration and controls with passing results. Precision studies were performed by the engineer and these recovered within guidelines. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they have received questionably high results for an unspecified number of patient samples tested with the na electrode on a cobas pro ise analytical unit. The results for several patient samples failed laboratory delta checks and doctors were questioning the results. Samples were repeated and the difference in results was about 10 mmol/l. An example was provided of one patient sample with discrepant na results. The sample initially resulted in a na value of 150 mmol/l and it repeated as 140 mmol/l. The repeat value was deemed correct.